Event description:
During product service by a service technician, a flogard infusion pump was found to have damaged force sensing resistors (fsrs). No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected and functionally tested. During visual inspection, damaged force sensing resistors (fsrs) were identified. The cause was undetermined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.